Manufacturer narrative:
The insulin pump was received with scrambled display due to corroded lcd board. No full black display noted during testing. The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners, lcd window and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump went black display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not exposed to extreme temperatures or direct sunlight. The customer was advised to stabilize to room temperature. The customer stated that the black display did not disappear. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.